Manufacturer narrative:
Visual examination showed a longitudinal slit at the 2 cm depth mark. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
Line dressing bloody and on gown. Line removed, break noted around 2 cm mark.